Event description:
It was reported that while performing a plif procedure and using an instrument, the head of the instrument broke off inside the patient. The surgeon felt that retrieving the part would do more harm to the patient. Hence, he left it in the patient. The procedure was performed under fluoroscopy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.